Manufacturer narrative:
Most likely cause for a then flap of 136um instead of 200um is the use of a wrong disposable intershield during the procedure; inspection of mfg records, retained samples, and returned disposables rules out labeling/packaging error.

Event description:
Sim lasik flap too thin.